Event description:
It was reported that during preparation for a pta treatment procedure, the coil appeared to be unraveling from the amplatz super stiff guidewire. A new amplatz super stiff guidewire was used and the procedure was successfully completed. The wire did not have contact with the pt at any time. The pt status is reported as 'fine'.